Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from the patient and it was reported that she had found a new pump managing physician. She saw the new physician on (B)(6) 2015, but they were unable to silence the pump alarm as the physician didn't have a physician programmer at the time because an employee that quit took it with them. The pump had been alarming since (B)(6) 2015 which was "a little annoying because it goes off every hour." Per the patient, the physician was in the process of getting a new physician programmer. She was prescribed oral meds in the interim because she had run out of medication on (B)(6) 2015; her next scheduled appointment was (B)(6) 2015. The clinic was going to call her once they got a replacement clinician programmer. As of (B)(6) 2015, the alarming had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid 8 mg/ml; (unknown dose) via an implanted pump. The pump's indication for use (IFU) was listed as sciatic nerve injury and spinal pain. A single tone alarm started a couple weeks prior and a couple days ago the critical alarm started. The pump was alarming due to empty reservoir. The event date for the multiple single tone alarm was october 2015 and for the critical alarm (B)(6) 2015. The patient missed a scheduled refill as she did not have a current managing physician for the pump. The patient wanted the alarm silenced. The patient presented to the emergency room (B)(6) 2015 due to "massive withdrawal". The patient's body was jerking and she couldn't sit still. The patient was given 2 mg oral dilaudid and was referred to a pain management doctor. The patient had an appointment scheduled for (B)(6) 2015. Interventions, troubleshooting/diagnostics, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-15. The patient reported that her pump went dry in (B)(6) 2015 when the patient could not find a doctor to manage the pump. It was stated that this issue was resolved. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated the patient¿s weight at the time of the when the pump went empty in (B)(6) 2015 was (B)(6). No further complications were reported/anticipated or expected.